Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their front tooth is damaged, it has turned brown. Patient says they are not experiencing pain and they are not satisfied with the discoloration. Requested additional information to evaluate and determine if patient needs to visit a dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.